Event description:
It was reported that this pacemaker system was non-conditional for magnetic resonance imaging (MRI) due to conflicting implant information regarding a potential right atrial (ra) lead. Medical records indicate a ra lead was attempted but not implanted in 2019, with no replacement boston scientific ra lead documented. However, device data from 2024 showed p-waves, atrial threshold measurements, and high out-of-range ra pace impedance measurements greater than 3,000 ohms. The local area field representative was contacted to confirm whether the patient had a ra lead. At this time, no further information is available. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).